Manufacturer narrative:
Sections with additional information as of 16-nov-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user).

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer stating she performed multiple finger sticks trying to obtain a blood glucose result due to an e-2 error code on the blood glucose meter. Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 27-sep-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated her symptoms had not improved and that her hands were swollen. Customer stated that normally happens when her blood glucose goes up. Customer declined to perform a blood test. Note 2: manufacturer contacted customer in a follow-up call on 04-oct-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated that she "is still working on it", that she will be seeing the doctor his week and that she also has an upcoming surgery. Customer declined to provide further information. Note 3: manufacturer contacted customer in a follow-up call on 11-oct-2021 to ensure the customer's condition had improved and the replacement products resolved the initial concern - able to establish contact with customer who stated she currently did not have any diabetic symptoms. Customer stated she had contacted her doctor regarding her diabetes but not due to the true metrix meter. Customer declined to provide further information. Customer stated the replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-2). Customer stated she performed multiple finger sticks trying to obtain a blood glucose result due to the e-2 error. The test strip lot manufacturer¿s expiration date is 06/30/2022; open vial date and storage location were not disclosed. During the call, a blood test was performed by the customer fasting and produced test result of 106mg/dl using true metrix meter. At the time of the call, the customer reported having a headache; medical attention was not needed at the time.